Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The maryland bipolar forceps was requested to be returned for failure analysis. However, as of the date of this report, the product has not been received for testing.

Event description:
It was reported that during central processing, the customer conducted an inspection and observed thermal damage on the distal tip of the maryland bipolar forceps instrument. There was no patient involvement. No further details regarding the event were available.